Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. H3- evaluation summary one capsule was returned to medtronic for evaluation. The delivery system was not returned for investigation. The trocar needle was advanced and there were no signs of tissue or blood. As the capsule was returned, the device functioned per specification, however the delivery system was not returned to complete the evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient's esophagus and was found in the patient's mouth. The capsule was r etrieved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per FDA request, this report was electronically resubmitted. It was reported that the capsule failed to attach to the patient's esophagus and was found in the patient's mouth. The capsule was retrieved. There was no patient and user harm.